Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe unit was returned for failure analysis, and the reported problem was not confirmed. During a system error log review, errors m-02 and 4-87 were observed; however, no issues were found upon visual inspection that correlated with the reported event. When tested on the system, the unit displayed error 4-88 on start-up. The unit will be sent to the original equipment manufacturer for further evaluation. The complaint was not confirmed but was replicated. The probable root cause of error m-02 is attributed to a faulty component of the erbe generator. M-02 errors indicate a module timeout issue and, therefore, the activation was interrupted. This error can be resolved after power cycling the generator and/or checking the cable connection to the system.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) or erbe due to error at startup. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the erbe for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that their monopolar curved scissors (mcs) were not working, as they were not getting monopolar energy. The customer said they had changed the mcs, and energy cord already but still had no luck with getting energy on the mcs. The tse viewed the logs and found m-02 errors earlier and 3-87 errors. The tse recommended the customer to hard power cycle the integrated electrosurgical unit (iesu) or erbe, but due to procedure constraints, the site postponed this action until a suitable stopping point. The tse also said that the customer could swap towers or to a backup generator if they had one available. The customer said all robots were being used and they had no backup generator. The procedure was completed as planned with no reported injury.